Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: associated products : item#: unknown; kne-unknown-femoral lot#: unknown. Item#: unknown; kne-unknown-articular surface lot#: unknown. Multiple MDR reports were filed for this event, please see associated reports:  0001822565-2020-01070,  0001822565-2020-01068.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, patient started experiencing pain approximately one year post op. Patient has been in constant pain for the past few years and alleges cobalt poisoning.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part/lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.